Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter mushroomed upon removal. The patient experienced pain.

Manufacturer narrative:
Received 1 portion of a silicone foley catheter only. The reported event was confirmed. During the visual inspection, a cuff roll was observed. A portion of the catheter was received only consisting in part of the shaft with balloon and tip. The portion of the silicone catheter received measured 3 - 1/4" (3.25¿). No other defects were observed. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the product family ifus are found to be adequate based on past reviews. The instructions for use that were reviewed, state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon of the catheter mushroomed upon removal. The patient experienced pain.